Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that six years, three months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve due to recurrent moderate mitral regurgitation resulting from the patient's native leaflet tissue. Prior to the replacement procedure, the patient presented with fatigue and shortness of breath. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.